Event description:
It was reported that the bd luer-lok needle was broken. The following information was provided by the initial reporter: "the physician couldn't proceed with injection due to a broken needle. The physician used a different vial to administer the patient's dose." Item# 309628. Lot# 3027073.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo of a 1ml luer-lok syringe was received and evaluated. The photo shows a loose syringe with an unknown green needle attached. There is no damage to the syringe or needle observed in the photo provided. The condition observed is acceptable per product specification. This batch does not include a needle during manufacturing and is sold without a needle included. Potential root cause for the reported needle broken defect is not associated with the canaan manufacturing plant. Therefore, no corrective actions are required. A device history record review was completed for provided lot number 3027073 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material#: 309628 batch#: 3027073. It was reported by customer that the physician couldn't proceed with injection due to a broken needle. Verbatim: rcc received a complaint via email. Email(s) attached. The physician couldn't proceed with injection due to a broken needle. Item#(B)(4). Lot#3027073.